Manufacturer narrative:
H6 patient code.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. Troubleshooting is pending to address the issue.

Event description:
Additional information indicated that a surgical intervention occured wherein the ipg was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.